Manufacturer narrative:
The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The manufacturer's field service engineer (fse) was dispatched to the site and implemented field change order for the pm board. The fse found the unit had a defective battery with lot ID m75320p1 mfg date: 2018-02-09. The fse also reviewed the diagnostic report and found multiple error codes 1113-barometer calibration data error, 110f-oxygen flow sensor calibration data error, 110e-air flow sensor calibration data error, 1110-oxygen pressure sensor calibration data error, 1007-machine and proximal pressure sensors failed & 1106-da pcba adc failed, and the date and time on the device is off. The fse replaced the power management pcba, battery and reset the cable from da pcba to motor controller (mc) pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Report date: 13jul2021.

Event description:
It was reported to philips by a customer that the unit would not power on at all under ac or battery power. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated that unit will not power on at all under ac or battery power. The biomed stated the when the unit was turned on it would beep, but not power on. The biomed stated he tried another pm pcba and it worked fine. The power management pcba will be installed on this incident case. It is unknown if any part or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.